Event description:
The customer reported that they had erroneous results for five patient samples tested for ion selective electrode (ise) sodium. The results from the c111 analyzer seemed too low for the biologist, so new measurements were performed on the same analyzer on (B)(4) 2015. The repeat result ranged between 127 and 129 mmol/l. Specific c111 analyzer repeat results were not provided for each patient. The 5 samples were also tested in another laboratory on an advia analyzer where higher results were generated. All initial results and advia repeat results were reported outside of the laboratory. The customer noted that their patient mean sodium value since (B)(6) 2014 has been 134.5 mmol/l. The customer also noted that they normally only run up to two samples per day on the analyzer. The first sample initially resulted as 130 mmol/l. When repeated on the advia analyzer, it resulted as 138 mmol/l. The second sample, from a (B)(6) male born on (B)(6) 1979, initially resulted as 131 mmol/l. When repeated on the advia analyzer, it resulted as 141.8 mmol/l. The third sample, from a (B)(6) male born on (B)(6) 1995, initially resulted as 130 mmol/l. When repeated on the advia analyzer, it resulted as 140 mmol/l. The fourth sample, from a (B)(6) female born on (B)(6) 2011, initially resulted as 131 mmol/l. When repeated on the advia analyzer, it resulted as 140 mmol/l. The fifth sample, from a (B)(6) female born on (B)(6) 1932, initially resulted as 133 mmol/l. When repeated on the advia analyzer, it resulted as 142 mmol/l. The patients were not adversely affected. The ise sodium electrode lot number was 21542747. The electrode expiration date was asked for, but not provided. The customer ran comparison studies between the c111 and the advia analyzer. Comparison studies were also performed between the c111 analyzer and the advia analyzer after the ise sodium electrode was changed on the c111 analyzer; results were improved in this study. Another comparison study was performed between the c111 analyzer and a c111 analyzer at another laboratory; results from this study were said to be closer. Investigations determined that results from this comparison were within specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the available information. Additional information required for investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).